Event description:
Customer reported that: "this device presents the following anomaly: impossible to lower the nail fixing screw into the nail, preventing it from being fixed on the nail holder."

Manufacturer narrative:
A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Event description:
Customer reported that: "this device presents the following anomaly: impossible to lower the nail fixing screw into the nail, preventing it from being fixed on the nail holder."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.